Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal balloon angioplasty procedure. The arteriotomy was 6fr. Reportedly, the proglide suture broke during use. Hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported suture break was confirmed as excessive loctite was observed in the needle shank resulting in a cuff miss. Abbott vascular (av) reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there was one additional event reported for suture break from this lot. Av determined that this issue may be related to manufacturing. Corrective actions will be implemented per site operating procedures and abbott will continue to trend the performance of these devices.